Manufacturer narrative:
The field service engineer found that the cause was a damaged rinse tubing (component failure). The service actions (replacing the damaged tubing) resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose assay on a cobas 8000 cobas c502 module. Initial result: 26 mg/dl. The abnormally low result prompted the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 136 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer found that the rinse tubing was damaged. He replaced the rinse tubing. Precision studies were performed and they were within specifications. The investigation is ongoing.